Manufacturer narrative:
Sections with additional information as of 30-nov-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 148, 174, 179, 170 and 187 mg/dl. The customer¿s expected blood glucose test result ranges are 118-120 mg/dl am fasting and 125 mg/dl pm fasting. The customer feels well and did not report any symptoms. Customer stated that she had contacted doctor due to the meter results. Customer had brought the true metrix meter to the doctor's office on (B)(6) 2023; meter to meter comparison had been performed and the result using the true metrix had been higher (results not provided). During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/23/2024 and open vial date is 2 months ago. The meter memory was reviewed for previous test result history (time/date not set): result 1: 148 mg/dl date: on (B)(6)2022 time: 9:47 am fasting am (taken on (B)(6) 2022) result 2: 174 mg/dl date: on (B)(6) 2022 time: 8:17 am unsure if fasting or non-fasting result 3: 179 mg/dl date: on (B)(6) 2022 time: 8:45 am unsure if fasting or non-fasting result 4: 170 mg/dl date: on (B)(6) 2022 time: 8:49 am unsure if fasting or non-fasting result 5: 187 mg/dl date: on (B)(6) 2022 time: 9:59 am unsure if fasting or non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4) . B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.